Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no visible damaged on the device or the packaging of the device. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Device codes): problem code 3009 captures the reportable event of cutting wire orientation. Visual examination of the returned device revealed no visual defects. The returned device looks under good condition. Functionally, the device was introduced inside the duodenoscope and the initial tip orientation was found within specifications. The complaint was not consistent with the reported event of incorrect orientation of the cutting wire. All compiled information on this investigation determines that the most probable cause is no problem detected since the complaint included a returned device review (visual, physical, and performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been contaminated and disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no visible damaged on the device or the packaging of the device. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.